Manufacturer narrative:
Approximately 15 cm of the catheter was returned. The returned product was patent and met the requirements for leak testing. There was a large amount of proteinaceous debris observed on the exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a cyst formed in the distal end of the peritoneal catheter and caused impaired csf flow and subsequent underdrainage. According to the report the device was explanted on (B)(6) 2015. It was also reported the doctor replaced the device with another catheter. Reportedly, the patient is currently under follow up.